Event description:
Seven months post index procedure routine cag was conducted and stenosis was observed between 1st implanted and 2nd implanted cypher stents. There was 70% stenosis. To treat the stenosis between the first implanted cypher and the second implanted cypher stent, pre-dilation was conducted with 2.5x15mm balloon at 10 atms for 18 seconds. A 3.0x18mm cypher stent was deployed at 20atms for 30 seconds between the 1st and 2nd implanted cypher stents. Post-dilation was not conducted. The residual % of stenosis was 7%. Timi flow pre and post procedure was iii. The patient was in stable condition.

Manufacturer narrative:
This 73 year old male patient had a long segment in the proximal to mid left anterior descending artery (lad) stented with three cypher stents. The patient was electively admitted for the procedure and his past medical history consisted of angina, av block, hypertension and hepatitis c. The proximal lad disease started at the ostium and was described as a type c lesion. The mid lad lesion was slightly calcified 56% stenosis and classified as a type b1 lesion. The lesions were primary stented and the first stent was a 2.5x18mm cypher implanted at 20atm for 16-30seconds in the mid lad. The second was a 3.0x18mm cypher implanted at 20atm for 16~30 seconds in the proximal lad leaving 8-10mm gap between the two stents. The third stent was 3.5x18mm cypher implanted at 20atm for 16~30seconds in the proximal lad overlapping the second stent at its proximal end. Post dilation was performed with a 3.0x15mm balloon at 12atm. Ivus was conducted and no residual stenosis remained in the proximal lad but 5% remained in the mid lad. The safety and effectiveness of primary stenting, placing cypher in lesions that will not allow complete balloon expansion and not covering health tissue to healthy tissue has not been proven. The follow up angiogram revealed a 70% stenosis within the gap between the first and second cypher stents. This was treated our days later by pre-dilating with a 2.5x15mm balloon followed by placing a 3.0x18mm cypher stent at 20atm for 30 seconds between the stents cypher. Post-dilation was not done and 7% residual stenosis remained. The physician indicated that the probable cause of this is due to the fact that the stenosis extended from the proximal edge of the 1st implanted cypher and spread within the un-stented segment. The product was not returned for analysis. A device history record review was conducted and the product met quality requirments for product acceptance. Conclusion: there are patient, lesion and procedural factors impacting this event.